Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death from a cardiac event. Currently, there is no reported allegation that a liberty select cycler malfunction or product deficiency caused this event. Manufacturer product investigation of the cycler is pending at the time of this clinical investigation. Therefore, due to the temporal association the cycler cannot be excluded in this event. However, it is well documented that patients with renal disease have mortality rates much higher than the general population with cardiac death as leading cause. Moreover, the patient had significant risk factors for death which included past medial history of esrd and diabetes type 2, and severe cardiac disease involving cad, atherosclerosis, extensive vessel disease, essential hypertension with previous cardiac stent placement in 2018. Moreover, the patient was morbidly obese with obstructive sleep apnea requiring CPAP. Therefore, given the reported information, the patient¿s death is likely to be related to multiple comorbid conditions.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this (B)(6) male patient expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler was involved in the death. Additional information about this event was obtained through follow-up with the clinical nurse manager in the patient¿s associated clinic. It was confirmed that on (B)(6) 2022, the patient expired in his home while connected to the cycler. Per the clinical manager, at approximately 3:30 am, the patient was experiencing abdominal pain. The patient¿s wife called the on-call pd nurse and since the patient had concomitant constipation it was advised to have the patient start a bowel regimen. It was reported that subsequently, the patient got up to go to the bathroom and collapsed unresponsive. Emergency medical services (ems) was called and arrived in the home (unknown time). The clinic manager stated cardiopulmonary resuscitation (CPR) was performed on the patient but was unsuccessful. The patient was not brought to the hospital and was pronounced dead while still at home. The clinic manager confirmed the patient was completing pd treatment with the cycler without any adverse effects prior to death. In addition, the clinic manager indicated there no cycler malfunctions or product issues nor anything untoward with the patient¿s pd treatment on (B)(6) 2022. It was stated an autopsy is being performed. While the written report was not available, a preliminary verbal report was provided to the clinic manager by the coroner which pointed to cardiac arrest as the cause of death. The clinic manager indicated the fresenius cycler is not suspected to have caused the patient¿s death in anyway. It was reported this patient had significant risk factors for a cardiac event given the patient¿s past medical history which included end stage renal disease (esrd), morbid obesity, extensive vessel disease, coronary artery disease (cad), atherosclerosis, essential hypertension, diabetes type 2, s/p cardiac stent placement 2018, chronic obstructive sleep apnea on CPAP, s/p liver transplant and immunosuppression. The clinic manager stated the patient¿s extensive cardiac comorbid conditions are likely related to the patient¿s death.

Event description:
On 9/may/2022, a registered nurse (rn) reported that this 72 year old male patient expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler was involved in the death. Additional information about this event was obtained through follow-up with the clinical nurse manager in the patient¿s associated clinic. It was confirmed that on (B)(6) 2022, the patient expired in his home while connected to the cycler. Per the clinical manager, at approximately 3:30 am, the patient was experiencing abdominal pain. The patient¿s wife called the on-call pd nurse and since the patient had concomitant constipation it was advised to have the patient start a bowel regimen. It was reported that subsequently, the patient got up to go to the bathroom and collapsed unresponsive. Emergency medical services (ems) was called and arrived in the home (unknown time). The clinic manager stated cardiopulmonary resuscitation (CPR) was performed on the patient but was unsuccessful. The patient was not brought to the hospital and was pronounced dead while still at home. The clinic manager confirmed the patient was completing pd treatment with the cycler without any adverse effects prior to death. In addition, the clinic manager indicated there no cycler malfunctions or product issues nor anything untoward with the patient¿s pd treatment on (B)(6) 2022. It was stated an autopsy is being performed. While the written report was not available, a preliminary verbal report was provided to the clinic manager by the coroner which pointed to cardiac arrest as the cause of death. The clinic manager indicated the fresenius cycler is not suspected to have caused the patient¿s death in anyway. It was reported this patient had significant risk factors for a cardiac event given the patient¿s past medical history which included end stage renal disease (esrd), morbid obesity, extensive vessel disease, coronary artery disease (cad), atherosclerosis, essential hypertension, diabetes type 2, s/p cardiac stent placement 2018, chronic obstructive sleep apnea on CPAP, s/p liver transplant and immunosuppression. The clinic manager stated the patient¿s extensive cardiac comorbid conditions are likely related to the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this 72 year old male patient expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler was involved in the death. Additional information about this event was obtained through follow-up with the clinical nurse manager in the patient¿s associated clinic. It was confirmed that on (B)(6) 2022, the patient expired in his home while connected to the cycler. Per the clinical manager, at approximately 3:30 am, the patient was experiencing abdominal pain. The patient¿s wife called the on-call pd nurse and since the patient had concomitant constipation it was advised to have the patient start a bowel regimen. It was reported that subsequently, the patient got up to go to the bathroom and collapsed unresponsive. Emergency medical services (ems) was called and arrived in the home (unknown time). The clinic manager stated cardiopulmonary resuscitation (CPR) was performed on the patient but was unsuccessful. The patient was not brought to the hospital and was pronounced dead while still at home. The clinic manager confirmed the patient was completing pd treatment with the cycler without any adverse effects prior to death. In addition, the clinic manager indicated there no cycler malfunctions or product issues nor anything untoward with the patient¿s pd treatment on (B)(6)2022. It was stated an autopsy is being performed. While the written report was not available, a preliminary verbal report was provided to the clinic manager by the coroner which pointed to cardiac arrest as the cause of death. The clinic manager indicated the fresenius cycler is not suspected to have caused the patient¿s death in anyway. It was reported this patient had significant risk factors for a cardiac event given the patient¿s past medical history which included end stage renal disease (esrd), morbid obesity, extensive vessel disease, coronary artery disease (cad), atherosclerosis, essential hypertension, diabetes type 2, s/p cardiac stent placement 2018, chronic obstructive sleep apnea on CPAP, s/p liver transplant and immunosuppression. The clinic manager stated the patient¿s extensive cardiac comorbid conditions are likely related to the patient¿s death.

Manufacturer narrative:
Correction provided in h6.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this 72 year old male patient expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler was involved in the death. Additional information about this event was obtained through follow-up with the clinical nurse manager in the patient¿s associated clinic. It was confirmed that on (B)(6) 2022, the patient expired in his home while connected to the cycler. Per the clinical manager, at approximately 3:30 am, the patient was experiencing abdominal pain. The patient¿s wife called the on-call pd nurse and since the patient had concomitant constipation it was advised to have the patient start a bowel regimen. It was reported that subsequently, the patient got up to go to the bathroom and collapsed unresponsive. Emergency medical services (ems) was called and arrived in the home (unknown time). The clinic manager stated cardiopulmonary resuscitation (CPR) was performed on the patient but was unsuccessful. The patient was not brought to the hospital and was pronounced dead while still at home. The clinic manager confirmed the patient was completing pd treatment with the cycler without any adverse effects prior to death. In addition, the clinic manager indicated there no cycler malfunctions or product issues nor anything untoward with the patient¿s pd treatment on (B)(6) 2022. It was stated an autopsy is being performed. While the written report was not available, a preliminary verbal report was provided to the clinic manager by the coroner which pointed to cardiac arrest as the cause of death. The clinic manager indicated the fresenius cycler is not suspected to have caused the patient¿s death in anyway. It was reported this patient had significant risk factors for a cardiac event given the patient¿s past medical history which included end stage renal disease (esrd), morbid obesity, extensive vessel disease, coronary artery disease (cad), atherosclerosis, essential hypertension, diabetes type 2, s/p cardiac stent placement 2018, chronic obstructive sleep apnea on CPAP, s/p liver transplant and immunosuppression. The clinic manager stated the patient¿s extensive cardiac comorbid conditions are likely related to the patient¿s death.